Event description:
During phaco-emulsification centurion unit stopped working and went into a fault screen. The circulating rn tried to restart the machine but it remained "frozen" and nothing could be done. Another unit was brought in to finish the case.